Event description:
It was reported that the lead exhibited loss of capture and sensing, increased impedance and noise. A lead dislodgement was suspected but a fluoroscopy revealed the lead had perforted the patient's pericardial space. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.